Event description:
The customer tested her blood glucose using her 2 contour meters and received a 385 mg/dl on one meter and a 135 mg/dl on the second meter. The difference between the results falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer strips were replaced and she returned her strips for eval.